Event description:
The dentist reported the patient experienced pain and soreness which required the membrane to be removed. The dentist was unclear about the procedure at first and thought he might have implanted the template. He reports he peeled portion of the membrane away and placed the remaining half. The patient required intervention but is reportedly in fine health.